Manufacturer narrative:
Batch review performed on 26 january 2021: lot 2006367: (B)(4) items manufactured and released on 22-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another device involved: batch review performed on 26 january 2021: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115)lot. 2005397: (B)(4) items manufactured and released on 02-sept-2020. Expiration date: 2025-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 2 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.